Manufacturer narrative:
(B)(4). The lot was manufactured from october 31, 2013 ¿ november 1, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured. This occurred during infusion of 1 gram of a non-baxter drug diluted with 100 ml of saline (non-baxter product) and 15 minutes after the device was connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.